Manufacturer narrative:
Other, other text: additional information: a1, d10, h6, h10: information was received on 4-feb-2021 indicating that the event did not involve a patient. Device evaluation completion date: 02/13/2021: device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis the reported issue was unable to be duplicated. Service replaced speaker, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that exhibited primary audible alarm issues. No patient injury or complications were reported in relation to this event.